Manufacturer narrative:
(B)(4). The reported issue was confirmed over the phone. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult (high drain 105). A device history review was performed with no exceptions during manufacturing found. The assignable cause was determined to be use error, inappropriate bypass of the drain, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. The warning on page 15-46 states "bypassing a drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation".

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain 105 alarm at the start of therapy on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to review the therapy log. The hp had a cycle 5 ultrafiltration(uf) of 1798ml of a 1700ml fill. The hp had a cycle 4 uf of -431ml, cycle 3 uf of -25ml, cycle 2 uf of 10ml, and cycle 1 uf of 340ml. The hp stated, she was getting slow flow patient alarms all night and bypassed drain 4. The hp stated, she was walking around for dwell 5 and drain 5, but did not feel any discomfort or have any alarms. The tsr explained the high drain alarm and it?s probable cause. The tsr advised the hp not to bypass any drains or drain alarms. The tsr advised the hp to contact baxter if they have any problems tonight. The tsr also advised the hp to call her nurse for any clinical advice and to advise them of what happened. The nurse was contacted on (B)(6) 2013. The nurse stated that the home patient(hp) did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. The hc unit was operational. There was patient involvement.